Event description:
It was reported that the ventilator generated an alarm indicating pressure delivery restricted. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating pressure delivery restricted. The issue was confirmed in the provided log files. The ventilator was investigated by our field service engineer on-site and according to the support case the customer was asked to recreate the event and provide screen shots for further analysis. However, no further information was provided and no parts have been replaced nor returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#:(B)(4).